Event description:
It was reported that the patient was suffering pre-syncope symptoms. Loss of capture was observed during follow-up. The device was explanted and replaced.

Manufacturer narrative:
The pacemaker was received and analyzed. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reviewed and all production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. As a first step of the pacemaker analysis a visual inspection was performed, revealing no peculiarities. Subsequently the pacemaker was interrogated. The interrogation was properly feasible and it revealed the battery status ¿ok¿ with 35% remaining capacity. The memory content of the device and the returned data were evaluated. The data were obtained during follow-up on march 5th, 2025, before the device was explanted. The documented threshold test confirmed the absence of pacing mentioned in the event description. Sensing was normal and trend data showed stable thresholds. The memory content confirmed that since march 5th, 2025 threshold measurements were no longer feasible. In a next step, the ability of the device to deliver therapies was verified. Thereby pacing therapy was not available and impedance measurements were not feasible. Therefore a manual device reset was performed. Immediately after, the pacemaker became fully functional. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The impedance measurement functions were as expected. The pacemaker was subjected to a long term stress test under different temperature environments. The clinical event was not reproducible. All functions worked as specified. In conclusion, loss of pacing functionality in the returned state of this pacemaker could be confirmed. Despite thorough analysis the root cause for this occurrence could not be determined and was not reproducible after manual reset of the pacemaker.